Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ mitral regurgitation (mr), a restricted anterior leaflet and a prominent anterior chord for a mitraclip procedure. The clip was implanted central a2/p2 (anterior 2 and posterior 2 leaflet segments). The mr grade reduced to 1-2. On the following day, during the post-operative transthoracic echocardiogram (tte) a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. The mr grade increased to 3-4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment resulting in mitral valve insufficiency/regurgitation, as noted by the physician, was attributed to patient conditions and due to tethered leaflets. Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.